Manufacturer narrative:
Device did not malfunction during the procedure. The device lot number is unknown and the device was not returned for evaluation as the device was discarded. Complaints will continue to be monitored for any trends. If more information are provided in the future, a supplemental report will be issued.

Event description:
Ehit was reported on a questionnaire for post market surveillance. A patient received two procedures for a rfa gsv on(B)(6) 2021 and a rfa aasv on (B)(6) 2021. A small right peroneal vein dvt was discover on a follow-up scan on (B)(6) 2021. The patient was prescribed eliquis and the thrombosis was near complete resolution by (B)(6) 2021. The patient has a history of previous vtes and recurrences.